Event description:
It was reported when using the bd vacutainer® urine collection cup there was label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "the seals are not protected by the labels, the labels are found at the bottom of the plastic bag; some lids are detached from the pots and the devices are no longer sterile.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Date of event: unknown. Investigation summary: bd did receive one photograph from the customer in support of this complaint. Evaluation of photo indicated that the labels were misplaced and some of the cups had no labels. No separated lids were observed. Unfortunately no retained samples kept in archives for this product. Bd was able to confirm the customer¿s indicated failure mode from the photograph provided- missing label. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.